Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.